Event description:
It was reported that the "pump in 2005 broke after two years". No patient symptoms were reported. Per the manufacturer's device registration system, the pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.